Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided. Date of event not provided. Additional 510(k) numbers are k011028 and k013227.

Event description:
It was reported that the implant became fractured resulting in it being removed. Tooth #31.

Event description:
It was reported that the implant became fractured resulting in it being removed. Tooth #31.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided. Date of event not provided. Additional 510(k) numbers are k011028 and k013227.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One impl tapered scr-v sbm 4. 7mm 4.5mm 13mm, tsvwb13 was returned for investigation. Visual inspection of the product confirmed fractured drive feature of the implant and fractured screw identified inside the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Per: no pre-existing conditions noted on the complaint. Bone density type is unknown. The reported devices were located on tooth site 31 (universal) when the event occurred. Device was in use for 7 years, 4 months. Picture/x-rays: pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: instructions for use: tapered screw-vent®, advent® and trabecular metal¿ implants (4869 rev 9 ¿ 10/19) information identified: contraindications & precautions instructions for use for zimmer dental implant systems (4894 rev. 6 ¿ 08/19) per the IFU, it is stated that improper techniques, severe bruxism, clenching and overloading, may cause component fracture. DHR review: DHR review was completed for the subject lot numbers (62591806). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (62591806) for similar event (complaint category keywords: fracture implant) and revealed no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Post market trend review: may post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture implant, screw and abutment) and devices (tsvwb13). Document of report is located in r:\ra-qa\post market compliance\monthly trending\2022\05 2022 - may 2022. Malf/event: based on the available information, device malfunction did occur and the reported event was confirmed by inspection and evaluation.